Event description:
A report was received that the patient's battery was getting too hot and would cause pain when the patient gets bumped. The battery felt like it was close to the surface. The patient underwent a revision procedure wherein the physician decided to replace the ipg as the device would get hot. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.